Event description:
On (B)(6) 2011, a company representative reported the patient reported experiencing issues with the check button of the infusion device. She stated, the button has always been difficult to press and is getting worse. She also stated, the rubber is peeling off of the button. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.